Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. System was successfully verified by territory manager (tm), and was found to be operating correctly. (B)(4).

Event description:
Technician reports overcorrections and undercorrections. More information is being sought to understand patient outcomes.